Event description:
Voice mail from clinical services. Facility reported that at the end of the treatment the machine alarmed (has new venous limit software). The venous line was found to be disconnected from the tesio catheter (implanted 2 years ago.) Estimated blood loss less than 100cc. No medical intervention. The don felt that the line had not been connected properly. The sample is not available for examination. Medwatch filed on the blood loss.